Event description:
The facility representative reported to baxter a colleague infusion pump that experienced failure code 810:11. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The customer has declined to be contacted. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 810:11 was confirmed in the during product evaluation. The root cause of this condition was assigned to an air in line printed circuit board out of calibration. The air in line printed circuit board was recalibrated and verified to correct the reported condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.